Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results" the device history and sterilization records were reviewed and found to meet specifications and no anomalies were found. The ipg was visually inspected and the silicon coating appeared to be peeling and a faint discoloration was noted at the header. Both set screws were out of the lock connector and under the septum. The ipg can was opened and no anomalies were observed, battery voltage was normal. The ipg was powered using an external power source in order to conduct the autotest, the ipg passed. Conclusion: the complaint regarding battery depletion was confirmed. The ipg as received had a low depleted, battery. The battery was removed and the ipg functioned normally with an external power source. Since the patient program parameters are unk, the root cause for the battery depletion cannot be determined. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2004, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the patient's battery was depleted. The patient informed the sales representative that the battery had been depleted for more than three years. The patient's programmed parameters were not provided and it cannot be determined if the battery was at end of life or if it depleted prematurely.